Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: first experience in quadripolar active fixation coronary sinus lead extraction: a case report. European heart journal - case reports. 2020. 4, 1¿5. Doi:10.1093/ehjcr/ytaa184. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding quadripolar active fixation coronary sinus lead extraction. The article reports a patient with a three-week history of pain, swelling, and tenderness around the cardiac resynchronization therapy pacemaker (crt-p) site. There was a small skin break at the lateral margin of the device site noted but no sinuses or discharge was present. A pocket infection was diagnosed. Blood cultures taken were negative for a systemic infection. The patient was given antibiotics and a system extraction was performed. The lead tips identified a coagulase-negative staphylococcus. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.